Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level. Blood glucose at the time of event was 465 mg/dl. The current blood glucose level was 128 mg/dl. Auto mode was on at that time. Customer did not experience had as symptoms of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.